Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and there were several episodes of supraventricular tachycardia (svt) that the device diagnosed as ventricular tachycardia (vt). There were episodes of inappropriate and inadequate therapy delivered that did not terminate the svt. The device was reprogrammed and the patient was stable and will continue to be monitored.